Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the ventilator would not power on. The customer reported that the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported that the ventilator would not power on. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).